Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v403349, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had an accident some time ago at night and fell against something. The patient noted: "all through the year, I have nice dreams at night, and it pulled me somewhere up in my driveway....early morning...and I go down quickly, which I should not do...and my clothes were hanging...and the machine its a huge thing and ...it gives you air at night". Regarding what problems are happening specifically with her interstim implant, the patient then stated "it got dislodged...at the top where it is put, I can feel it and I got a big rash, something is inside there". The area was black and blue. Problems started maybe in (B)(6) of this year. Symptoms started after she fell, and further states that she fell against the door jam and it scraped her. The patient fell forward. She scraped her implant area against the door. It was noted there was: something in there "like a needle is pricking you" and it won't heal there. The patient's managing hcp (healthcare provider) wanted her to go see another doctor at his practice about her rash, but the patient had not seen this doctor because she "took care of the rash, that's no problem".the patient still had symptoms and they were getting worse. Symptoms were at the ins site/lower back area. The patient was having urinary incontinence and the patient felt "enormous pain" when she was urinating. The patient had to wear 2 pads. Interstim wasn't helping urinary symptoms at all. These symptoms started about a month after (B)(6) and symptoms were intermittent. A manufacturer's representative saw her at managing hcp's office and he was surprised. The patient didn't talk to the representative about the problems, but he saw her, and then left the room to get the managing hcp. The patient wanted to find out why it hurts so much. The patient went to the hospital for x-ray and asked her managing hcp if he'd seen the x-ray, but he wouldn't tell her anything about the results of the x-ray. The patient then asked for assistance turning her stimulation off. The patient noted the patient programmer will not power on/screen was blank. The patient changed the batteries and confirmed the patient programmer will power on. The patient was at 0.95. The patient confirmed she was able to turn stimulation off. The patient noted that no one ever explained things to her properly after implant. The patient wanted to get in touch with manufacturer's representative to see if he could recommend a new hcp for the patient. Additional information received from the healthcare provider noted that there was not a 50% or greater symptom reduction. Event cause was determined; it was not device related. Reprogramming was not needed. The patient had a peri-anal boil, which she believed was related to the interstim. The patient was referred to a general surgeon for the boil. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).